Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with ovation ix. Endologix was recently made aware from the physician that the patient underwent a secondary procedure for an occluded limb. The patient was reportedly lost the patient to follow-up however, was called to the ER for a left limb occlusion which may have been occluded for an extended length of time because the patient revealed that there had been pain in the left leg soon after the initial procedure. The radiologist confirmed seeing the patient on (B)(6) 2017; approximately 14 months post-op. At the recent ER visit, the implanting physician elected to treat the patient by fem/fem and reline flow to the patient's left leg. This secondary was reported to have occurred on (B)(6) 2018. The current patient condition is reported as fine with no pain in either leg, no evidence of any endoleak. The physician has shared that the patient will be monitored under his care for future follow-ups.